Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colorectal surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle broke. The broken piece was retrieved from patient. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk5099 number, and no non-conformances were identified.